Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (stuck on splash screen) has been confirmed. As received, the monitor was stuck on blue splash screen. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.